Manufacturer narrative:
Additional information: very little torque was put on the catheter. The device never reached the coronary artery. Moderate resistance was noted during withdrawal of the device. Excessive force was not used. The device became stuck trying to deliver it through the radial access. Upon removing the device, the catheter was found to be separated completely. A 6f sheath was used. No other devices were being used at the time of the event. Correction: - PMA/510k #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient did well, and continues to do well with no issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6 f launcher guide catheter was used to treat a lesion. There was no damage noted to the packaging. The device was removed from the packaging per IFU. The device was inspected with no issues noted. The device was prepped per IFU with no issues. No resistance was encountered when advancing the device. Excessive force was not used during insertion/delivery. It was reported that when trying to torque the catheter to engage in coronary artery, the tip was not responding. When they looked at the entire length of the catheter they noted it was separated at the distal end of the radial sheath. An attempt was made to snare the detached portion of the device using the groin approach but was unsuccessful. Surgery was then performed on the patient's arm to remove the detached portion of the device.